Event description:
A customer reported potential discrepant results for hemoglobin a1c (hba1c) on the g8 analyzer. The results were higher than expected on patient samples but no patient treatment was affected according to the customer. A tosoh technical support specialist (tss) assisted the customer over the phone with the reported event. The tss instructed the customer to repeat samples and to run calibrator as patient samples to confirm analyzer performance. The customer repeated samples and they matched the calibrators as well. The tss informed the customer that the initial sample result of 6.9% should not have been reported. The result for the repeated sample was 5.5%. The tss also explained basic chromatogram interpretation and flow rate adjustment to the customer. A tosoh field service engineer (fse) was then dispatched to further assist the customer with the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing the report. While troubleshooting, the fse checked the flow rate and found that it was low and needed to be adjusted. The initial flow rate of 1.12 was adjusted to 1.05. The key operator is new to the instrument, so the fse trained the user about flow rates and retention time (rt). The fse repaired and validated the analyzer, successfully performed calibrations, quality control run and patient samples run without errors and within acceptable range. No further action required by field service. The g8 analyzer is functioning as expected. A 13 month complaint and service history review for similar complaint was performed for serial number (B)(6) from (B)(6) 2023 through aware date (B)(6) 2024. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual v 3.3 under section 1.9 states the following: expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk. The g8 variant analysis mode training manual under section 8 states the following: section 8 troubleshooting: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. If most chromatograms exhibit unidentifiable peaks for no apparent reason and the average retention time (rt) for sa1c varies significantly from the ideal rt of 0.59, the presence of these peaks can usually be eliminated by changing the flow rate (flow factor). The most probable cause of the reported discrepant hba1c results were likely due to user error.